Event description:
After approx 3 hours into a lap nissen fundoplication the silicone boot started to peel. When the surgeon pulled the instrument through the trocar, the piece came off inside the pt. The surgeon believes it was retrieved. Opened a new tip to complete the case. No pt info was provided.

Manufacturer narrative:
The tip kit used in surgery was not returned in a timely manner, therefore no investigation could be conducted.